Event description:
Caller reported a malfunction on the pump, identified by a software error. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to contact technical support if the issue reoccurred, which they acknowledged and understood.